Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation results be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted with an allofit shell/polar screwplug 48/gg on the right side on (B)(6) 2009. The patient was explanted on (B)(6) 2012 due to deep infection, i.e. Septic loosening of the cup. The patient is part of the (B)(6) study, however, all events had occurred before study start and were recorded retrospectively.